Manufacturer narrative:
(B)(4). Date of event: 2014. Concomitant medical products: item # 00610504826 poly liner 48x26 lot # 65806900. Item #: unknown; unknown head lot #: unknown. Item #: unknown; unknown cup lot #: unknown. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02360.

Event description:
It was reported patient underwent hip revision approximately twelve years post implantation due to osteolysis. During the procedure the liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). An additional MDR report was filed for this event, please see associated report: 0001822565 - 2020 - 02244. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately twelve years post implantation due to osteolysis and possible liner wear. During the procedure the liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.